Event description:
It has been reported that the unspecified bd¿ pen needle has been found clogged during use. The following has been provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported by the consumer that there is no flow during priming. Verbatim: consumer reported pen needle is not opening when she pushes the plunger. She clarified when she does the priming to check the insulin flow, nothing comes up. Box information un available. Complaint 2 of 2.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/10/2021. H.6. Investigation: customer returned (52) used 32gx4mm bd pen needles without tear drop labels, covers, or inner shields attached. The consumer reported that there is no flow during priming. All 52 returned pen needles were examined, and it was observed that 32 samples exhibited a bent non-patient end (npe) cannula, 2 samples exhibited a broken npe cannula, and 18 samples exhibited a straight npe cannula. No evidence of manufacturing defect was observed. The 18 pen needles that were returned with straight npe cannulas were tested for flow using a test pen injector: all 18 tested samples were able to expel properly. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 52 samples were returned after use the probable cause of the bent and broken npe cannulas is user when attaching the pen needles to a pen injector. Unable to perform DHR review due to unknown lot number. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number. H3 other text: see h.10.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found clogged during use. The following has been provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported by the consumer that there is no flow during priming. Verbatim: consumer reported pen needle is not opening when she pushes the plunger. She clarified when she does the priming to check the insulin flow, nothing comes up. Box information un available. Complaint 2 of 2.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found clogged during use. The following has been provided by the initial reporter: material no.: unknown. Batch no.: unknown. It was reported by the consumer that there is no flow during priming. Verbatim: consumer reported pen needle is not opening when she pushes the plunger. She clarified when she does the priming to check the insulin flow, nothing comes up. Box information un available. Complaint 2 of 2.